Event description:
Additional information was received from the patient. They reported that once the device was turned back on after the MRI it did not work properly. Patient (pt) began wetting themself. Pt thought to give it some time and it would get back to normal. After approximately two weeks, it continued to get worst so pt called hcp office for an appointment. They were out of office for the month of december, so his office contacted the representative and she called back stating it would be another week before she could see me. So at the appointment she changed the program. After trying it pt called her again because it did not get any better. So hence again the representative changed the program again without any results. So on (B)(6) 2023, pt texted (B)(6) and stated they definitely have an issue after having the MRI. At our first meeting she said she would contact a different hcp about an abandon lead and see if that was possible. Patient called medtronic's main office to see if they had any advice, stated they could help change the program and patient explained they had no results from changing previous programs. Sent hcp listing and their appointment is on (B)(6) 2024. Pt went from a panty liner pad at home and/or one pad when outside of the house and one pad at night. Pt changes the heavy duty pad 4-6 times a day and 3-4 times at night.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they had the ins and leads explanted about 7 weeks ago and wondering what to do with external equipment. Patient states having device removed because of having issues after the MRI.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an implantable neurostimulator for the treatment of bladder issues. It was reported that they have had issues with their device ever since they turned it back on again following an MRI. The patient said they have to change a pad every hour, and sometimes they urinate on themselves. The patient had an MRI on november 27th, and they did not start the MRI right away because they were not certain if the patient had an abandoned lead. See also case the patient spoke with a medtronic representative and changed programs twice, but the patient is still not getting the desired therapeutic effect.  The patient was not able to get an appointment until february. Patient plans to try a different program and continue trying to follow up with managing physician and/or medtronic rep.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that hcp office cancelled their appointment on (B)(6) 2024 due to weather and stated they would call back to reschedule. However, they never called back. On (B)(6) 2024, they asked hcp office to transfer records to another hcp for appointment. After receiving their medical records, they're appointment is on (B)(6) 2024 at 2 pm.